Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Onsite functional and visual examination was performed by a manufacturer representative. The battery was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. The battery was returned to the manufacturer. Functional testing found that the component when connected to a good system would only power the system for 2 minutes. The issue was confirmed to be a faulty battery.

Event description:
Medtronic received information regarding a navigation device being used outside of a procedure. It was reported that the system was beeping so he had to plug it in quickly. Representative noted that the system was always plugged in. There was no patient present when this issue was observed.